Manufacturer narrative:
H10:upon further review, it was identified that the report is duplicate of another report MFR# 2020394-2021-01549. All information will be further captured under the MFR# 2020394-2021-01549. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical device was not returned for evaluation. Therefore, the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial, that approximately three months post index procedure, stenosis in target lesion was observed. A standard pta was used to successfully treat the target lesion. The current status of the subject was unknown.

Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical device was not returned for evaluation. Therefore, the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the results of a clinical trial, that approximately three months post index procedure, stenosis in target lesion was observed. Standard pta was used to successfully treat the target lesion. The current status of the subject was unknown.